Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired to the dexcom app failed to pair to the ilet and displayed a pairing failure alert, with intermittent reconnecting and pairing mode messages on the sensor; after guided troubleshooting, the user toggled the ilet cgm settings and entered the sensor pairing code, after which the sensor reconnected and glucose readings appeared on the ilet. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue resulting in intermittent communication failure, with involvement of an electrical and magnetic component and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.